Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age and gender unknown). The pt was also connected to a criticon brand monitor, but when the pt received the pacing pulses, the criticon device did not show that the pt was receiving the pacing spikes that would have been normally displayed. In addition, the pt did not have the normal physical reaction usually observed when a pt is being paced. The clinicians then obtained a second device and successfully paced the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A subsequent pacing event was also reported with this device. Please reference the attached medwatch report number 1220908-1999-01159.